Manufacturer narrative:
E1: patient city - (B)(6) patient country - finland h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in finland it was reported that patient experienced an event of infusion set detachment on (B)(6) 2025 which results into hyperglycemia. The site of detachment was the reservoir. The insertion site was stomach. The blood glucose level was high and the patient got treated with insulin pump. No further information available.